Event description:
It was reported high voltage lead impedance measurements out of range was observed during and after a recent ICD change out. The in clinic testing were normal. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.